Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill two of four of their therapy. The patient had filled 7ml of an expected 2000ml at the time of the alarm. The patient mentioned that this was the third time the patient had received the alarm during this treatment. During troubleshooting, it was verified that the clamps were open and the connections were secure. The technical support representative advised the patient to reboot the cycler and the patient received a power fail recovery failed prompt. The patient cancelled their treatment and re-setup with new supplies. The patient was able to complete treatment on the cycler. Upon finishing their treatment, the patient removed the supplies and discovered fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause for the leak was unknown. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette used at the time of the incident was discarded. The patient had manual supplies available while the cycler was unavailable. The patient did receive a replacement cycler and was able to continue with their treatment without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent patient sensor calibration testing with no issues noted. An accelerated stress test was performed with no leaks noted in the cassette during the evaluation. Furthermore, a simulated treatment was initiated and completed on the device without issue. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.